Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising, and pacing capture threshold in the right ventricle was elevated. Analyst commented, beginning (B)(6) 2014 the max rv pacing impedance rose from 821 ohms to 2381 ohms on (B)(6) 2015. On (B)(6) 2014, rv capture threshold has risen to greater than 2.5 volts and is consistently above 2.5 volts. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increased and high impedance and high thresholds. A lead replacement is planned. No patient complications have been reported as a result of this event.